Event description:
According to the article "percutaneous versus surgical closure of secundum atrial septal defects: a systematic review and meta-analysis of currently available clinical evidence" (doi: 10.4244/eijv7i3a63), two 26mm amplatzer septal occluders (aso) reportedly caused perforation of the heart due to erosion. Case 1: on (B)(6) 2011, 2001, a 26mm amplatzer septal occluder (aso) was implanted in a (B)(6) female when cardiac tamponade developed 11 hours post-implant. She underwent surgery, and perforation of the anterior left atrial free wall and of the posterior wall of the aorta were found. Surgery and postoperative course were uneventful and the patient had no sequelae. Case 2: please reference 2135147-2012-00093.

Manufacturer narrative:
Sjm could not evaluate the product involved in this event since it was not returned to us. The device's manufacturing records could not be reviewed since the lot number was not provided. However, each device is inspected by certified operators to ensure each lot is acceptable during manufacturing and prior to shipment. Sjm requested further information regarding this case, but medical records and images were not provided. The results of this investigation are inconclusive because the device was not returned for analysis and medical records and images were not provided. The cause of the reported erosion remains unknown.

Manufacturer narrative:
This event was reviewed by the st. Jude medical erosion board which confirmed that erosion occurred.